Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced experiencing high blood glucose. Customer¿s blood glucose level was 422 mg/dl at time of incident and other blood glucose level was 381 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with manual. Customer reported that they did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that basal rates were programmed accurately. The insulin pump will not be returned for analysis.